Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the impedance had been gradually rising as well as the pacing impedance. The pacing impedance remains within limits. Ts suggested a troubleshooting action. The lead remains in use. No adverse patient effects were reported.